Event description:
It was reported that the drip tubing snapped, and the catheter could not be flushed. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a farawave pulse field ablation (pfa) catheter was selected for use. The catheter was opened, and an attempt was made to flush. However, it was observed that the drip tubing snapped, and the catheter could not be flushed. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.